Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels are known potential risks or adverse events associated with the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the literature review, and as documented in a technical summary written by ew, vascular complications are a well-recognized complication of the transfemoral tvr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications, and has found that the root cause is typically related to a combination of vessel size, tortuosity, and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent the transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve (all models) can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Based on the available information, the root cause of the event remains indeterminable. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As learned through implant patient registry, an implant data card was received from the hospital stating a 26 mm s3ur aortic valve was not implanted. According to the operative report, the patient was brought to the cardiac catheterization laboratory for attempted implantation of an edwards sapien 3 tavr valve. After obtaining access via the right radial artery and the left femoral vein, a transvenous temporary pacemaker was floated through the femoral venous access with good capture noted. Using standard technique, the left femoral artery was accessed with a 14f esheath, the aortic valve was crossed, and severe aortic stenosis was confirmed. They then attempted a balloon aortic valvuloplasty with a 22 non-edwards balloon. Due to severe tortuosity of the aorta, the aortic valvuloplasty balloon could not reach the aortic annulus. This makes tavr impossible from the femoral approach. The patient was conscious without any obvious neuro deficits during the procedure. The left femoral was closed with two perclose and there was profuse bleeding due to diseased and calcified femoral. They accessed the right femoral and used a 7 x 45 destination sheath to cross over from right femoral to left femoral and then they wired the left femoral with a guidewire advantage. A 7.0 x 38 atrium stent graft was placed in the left femoral and optimized with an 8.0 mustang balloon: there was no residual bleeding and good flow to left leg. Patient had a transient pressor requirement and was transferred to cvicu for dose monitoring. The plan was to review with vascular surgery for option of carotid tavr. The patient was discharged to home the following day.